Event description:
It was reported it was reported in an article that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed, reducing mr to grade 2. A month post procedure, a transthoracic echocardiography was performed and revealed an apical thrombosis. To resolve the thrombosis, oral 300mg mi-dabigatran was administered. A month post transthoracic echocardiography revealed that the apical thrombus was resolved. Details are listed in the attached article, titled "a case of apical thrombosis after percutaneous mitral valvuloplasty (mitraclip) for severe functional mitral regurgitation."

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled ¿a case of apical thrombosis after percutaneous mitral valvuloplasty (mitraclip'ID) for severe functional mitral regurgitation".

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a result of case-specific circumstance as oral 300mg mi-dabigatran was administered for the thrombosis. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.